Event description:
The customer reported that during the deployment of a vasoseal es on sept 15, 1999 they removed the locator and dilator from the puncture site and observed blood flow coming out of the vasoseal es sheath. The occlusive hold was adjusted to stop the blood flow but, it was not successful. The physician proceeded with the procedure, deploying both collagen plugs, despite the fact that he didn't meet resistance, which is not recommended per the instructions for use supplied with the product. Hemostasis was achieved within five minutes but, the pt complained of pain. The pt was taken to surgery and both collagen plugs were noted intra-arterial. The surgeon removed the collagen from the artery. Later a second surgery was required to remove residual collagen from the artery. No further complications were reported.